Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the top cover and the front panel needed replacement. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite video system center had intermittent flicker when the camera was plugged in to it. It was noted, the camera was swapped, and the issue persisted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image flickers intermittently due to the mal locking of the video socket module. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.